Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for exhalation purge valve opened, active exhalation control module failure and proximal pressure sensor calibration. The device's tubing kit needs to be replaced to address the issues. The device passed all testing.